Event description:
(B)(4). My side effects are as follows: cramping, sharp/stabbing pelvic pain, hot flashes, loss of libido, bleeding/spotting after intercourse, painful periods, painful intercourse, long menstrual cycles, abdominal fluttering, severe bloating, nausea/vomiting, daily migraines with vision changes, dizziness, brain fog, anxiety, forgetfulness, skin itching, weight gain, bp changes.